Event description:
The pump was last refilled on (B)(6) 2011. Unspecified symptoms started to appear a couple of days after the refill. The patient went to the emergency room on (B)(6) 2011 due to left groin pain that went into the abdomen and up under the pump. The patient was given pain meds. The pain meds were discontinued on (B)(6) 2011; the cause of the pain was not pursued. The patient developed symptoms of infection including a fever and was treated with antibiotics. By (B)(6) 2011, the patient could hardly walk. His temperature on (B)(6) 2011 was 101.6. The patient went to the ER on (B)(6) 2011, was hospitalized, and diagnosed with septicemia. As of (B)(6) 2011, they had not ruled out the pump yet. The patient possibly had an abcess in the stomach. The hcp was going to perform an MRI. It was noted that the patient's pump had shutdown and did not return to normal functionality after a previous MRI, so they planned to check it following the upcoming MRI. The device system was used to deliver lioresal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).